Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient is reporting increased left leg pain. She says she feels the stim does not help with the new pain and seems to aggravate it. She states this has progressively been worsening over the past 3 months. Rep advised her to call her physician for an appt. She called and they scheduled her for mid february for an emg. In the meantime they will check the stim for impedance or programming issues. The patient has a secondary complaint of being unable to use the bathroom with the stim on. Rep advised that she needs to address that with her physician.